Manufacturer narrative:
H6: event problem and evaluation codes: updated. H3: device evaluated by manufacturer: updated. H10: device evaluation: h10: device evaluation: the device was returned for investigation. Visual inspection and functional test were performed. The customer reported problem was not related to a previous repair. Visual inspection found the device with scratched lens and a bent latch lock. Tamper seals were missing. There was no evidence of the error or reported problem in the event history log. The reported problem was not duplicated. No problems were found with the fluid delivery of the pump. Since the issue could not be verified/duplicated and no problems were found, no corrective action was needed. No root cause was determined. The product is beyond a year from manufacture date. And there was no indication of a manufacturing defect during the investigation, so a device history record review was not performed. Service history review identified this device has not been in for service previously. This remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4).

Event description:
It was reported, that the unit is producing 3mls less than the 15mls, it was originally set to. No patient injury reported.